Event description:
It was reported that the user disconnected the pump for approximately two hours to shower, then experienced hyperglycemia and observed a ¿change insulin¿ message; the user later completed the insulin change process and supply change after guidance, having initially not performed the required change step, which could have led to inadequate insulin delivery. Symptoms included elevated blood glucose to 205 mg/dl without associated clinical symptoms. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and self-monitoring of glucose. Investigation included remote troubleshooting and user education, including disconnecting from the site and walking through the full insulin and supply change process. Investigation of this case revealed that the infusion set connection and cartridge change were not completed correctly before the event, consistent with an infusion set deployed incorrectly or connector not fully attached and an out-of-insulin condition. It was concluded, based on previously established findings for similar reports, that user technique during supply change and reconnection was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.